Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. It was further noted that the patient had previously experienced an electrical storm due to malignant arrhythmias. The patient experienced anxiety and concern about recurrence of another incident, and the potential for insufficient battery power. The patient also informed the hospital staff about plans to travel abroad soon. Considering the patient's safety, the decision was made to explant and replace the ICD. No patient complications have been reported as a result of this event.